Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that 2 days after an intraocular lens (iol) was implanted, white foreign material was removed from the eyeball which is thought to be plastic from the plunger. Additional information was requested.